Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel of the forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilation. However, upon first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.